Event description:
The intended procedure conducted was diagnostic routine gastroscopy examination and the procedure was completed without delay with a similar (290) device. The device will not be returned to olympus for repair due the customer sent the device to a third party for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined due to the device was not returned to olympus for evaluation.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center could not recognize the scope. The issue was found during preparation for use of an unknown procedure. There were no reports of delays or patient harm.